Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported by the customer that when the patient controlled analgesia (pca) pump module is in use and the syringe gets down to 10ml remaining, the pump begins to alarm that the medication is almost empty and does not allow you to silence it. The "problem" the customer is having is that some patients are getting 1ml an hour which means the pump is going to continuously alarm for the next 10 hours. It was reported that the customer have had several patients complain of the excessive noise recently relating to the pumps. The only current solution is to either turn the pump down or change the syringe with a lot of medication left in it which is a waste. There was patient involvement but no harm.